Manufacturer narrative:
The software is configurable by the blood center. The software flags answers to questions from donors that require follow up by the blood center screener. Under certain configurations, the flags are not visible to the screener.

Event description:
An anomaly in a blood donor self-administered questionnaire software application may, under certain circumstances, allow a donor to be qualified to donate when in fact that donor should be deferred.